Manufacturer narrative:
The reported blood loss is attributed to failure to operator not performing rinseback due to air in the extracorporeal circuit. The cycler alarmed appropriately to the presence of air. The exact source of the air cannot be determined. Air may be introduced into the extracorporeal blood circuit, at the beginning of treatment making patient connections or if not adequately removed by the operator during the cartridge priming process. The user's guide includes adequate instructions for manually removing air from the blood circuit. There have been no similar problems reported subsequent to this event. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous air alarm occurred during a routine hemodialysis treatment. Air was removed and treatment was started again. An air bubble was noted, so treatment was discontinued without performing rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.